Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es did not display patients who had been transferred from the emergency room to other nursing units. This issue affected multiple patients and stations. The customer stated that this malfunction occurred during dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a concurrent update error that corrupted the state of a non-concurrent collection during message processing. A technical support specialist contacted the customer and confirmed awareness of the product investigation request and case escalation to the development operations team. During troubleshooting, the specialist connected to the server, ran the sitedown query, and reviewed message logs for the last 24 hours. A gap in received messages was identified, and an error message indicated that operations changing non-concurrent collections required exclusive access. The specialist escalated the issue for product investigation and notified the customer of the findings. The customer later confirmed that the root cause was discussed with the bd team and agreed to close the case after implementing process changes. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es did not display patients who had been transferred from the emergency room to other nursing units. This issue affected multiple patients and stations. The customer stated that this malfunction occurred during dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.